Manufacturer narrative:
No evaluation possible at this time. The instruments have not been returned nor has the identifying lot number(s) been provided.

Event description:
Two invictus osseoscrew expansion shafts broke during expansion. One broke at the distal threads, the other broke before the distal threads and at the proximal end.

Manufacturer narrative:
The invictus¿ osseoscrew® system is intended to restore the integrity of the spinal column. Even in the absence of fusion for a limited time period in patients with advanced stage tumors. Involving the thoracic and lumbar spine in whom life expectancy is of insufficient duration to permit achievement of fusion. Osseoscrew are screws, that are expandable. And an expansion shaft is used to expand the screws. The expansion handle included in the system provides a controlled amount of distance to pull an expansion shaft. As the expansion shaft is pulled, the osseoscrew expands. This function creates tension on the expansion shaft as the osseoscrew is being expanded. Although the products were not returned for evaluation. No lot numbers provided. Pictures were provided by email to assist in the evaluation. The complaint reported, the expansion shafts broke, while attempting to expand the osseoscrew. And the screws did not expand. Investigation conducted by the project engineer, determined that this particular occurrence was the result of expansion forces. That exceed the expansion shaft tensile strength and lead to expansion shaft breakage. A broken piece of expansion shaft remains entrapped in the osseoscrew implanted in the patient. The expansion shafts are made of stainless steel 465.